Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer was able to reload the same cartridge, however, the pump touchscreen became frozen and unresponsive. The customer's blood glucose level was 210mg/dl. Reportedly, the customer plugged the pump in to charge and the touchscreen became responsive. Customer successfully resumed insulin on the pump.